Event description:
Info rec'd reports the pt fell in march of this year and after the fall, stopped feeling stimulation in her back and left leg. Pt only feels intermittent stimulation in her right leg, about an hour a week. Also, reports that while stimulation is turned on, she always feels like something is poking her in the rib. The feeling goes away when the stimulation is turned off. Pt's hcp was going to x-ray, but never did and she is currently looking for another physician. Additional info has been requested and if rec'd, a follow up report will be sent.

Manufacturer narrative:
(B)(4).